Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown baclofen with an un known dose and concentration and unknown morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and complex regional pain syndrome type I. It was reported the pump was interrogated on (B)(6) 2017 and it showed 14 months for the elective replacement indicator (eri). One week later, the pump began to beep and when interrogated the pump indicated that eri occurred. There was no factors that may have caused, contributed, or led to the issue. Troubleshooting included interrogation of the pump. No actions/interventions were taken to resolve the issue. It was unknown at time of report if the issue was resolved. The patient's status at time of report was "alive-no injury." It was noted that surgical intervention did not occur, but was planned and has not yet been scheduled. The patient's weight was unknown. No symptoms reported. The event date was (B)(6) 2017. It was later reported from manufacturer representative on 2017-jun-14 that the patient is the best person to contact for further information. The surgical intervention that was planned was for a new pump implant to occur. The cause of the premature elective replacement indicator (eri) was not determined. The issue has not been resolved as the pump is scheduled to be replaced. It was unknown on what date the eri occurred. It was unknown at this time if the explanted device will be returned for analysis. No further complications were reported/anticipated.